Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 385 mg/dl while using the ilet system, after a recent supply change and with approximately 31 units remaining in the cartridge; tubing was disconnected and a fill was performed, with drops observed, and the user then reconnected and monitored, after which glucose decreased to 185 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no third-party assistance, and no reported adverse effects beyond the hyperglycemia. Investigation included customer-guided troubleshooting, including line assessment and education to replace the infusion site or supplies if glucose failed to trend down. Investigation of this case revealed the cause was unclear, with a potential delivery interruption at the infusion site or tubing considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.